Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The print on the returned meter label is rubbing off, however this defect does not affect product performance. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the assure platinum meter was giving variable readings. A nurse contacted us to explain the assure platinum meter is giving variable readings. She stated on (B)(6) 2015 meter read 20 mg, 40 mg, 144 mg then 170 mg all within 10 minutes. She stated the patient was not showing any symptoms of low sugar. They did not treat the patient with any insulin/medications based on the readings received from the assure platinum meter. She used a different type of meter that read 179 mg and they gave her insulin based off that reading. Patient did not have anything to eat or drink 2 hours prior. No changes in her diet or exercise. The supplies are store on the med cart in a dry cool place. The bottle cap is sealed tightly and immediately after removing a test strip. Patient is not receiving any oxygen therapy. The lancets are one-time use lock out so they change them daily. The serial number is rubbed off the meter from cleaning it. The strips were opened in the last 24 hours. Replacing product.